Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that once they start the 3100b oscillator, they are unable to stop it with the start/stop switch. This was discovered during testing so there is no patient involvement.